Event description:
On (B)(6) 2023 the patient was ordered a PICC. The PICC was placed successfully in the right saphenous vein, positive blood return noted, confirmed by cxr, easily flushable. While attempting to remove the stylet, the catheter began to bunch up near the hub, stylet was also very difficult to remove. After removal, the catheter could not be flushed, no blood return. The PICC was removed and a second PICC was placed in the left lower saphenous vein. The line was prepped and flushed without difficulty. Upon insertion, blood return noted, easily flushable, cxr confirmed placement. Attempts to remove the stylet were very difficult with collection of the catheter at the hub. Catheter could not be flushed, no blood return. The PICC was removed by the attending provider with great difficulty, catheter could not be flushed. Reference report: mw5145881.